Manufacturer narrative:
Initial and final MDR 1908415- MDR 3003442380-2024-09605- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leak events on (B)(6) 2024. The infusion set was in use for 3-4 hours for both events. The leak was at site. The blood glucose level was 192-247 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.